Manufacturer narrative:
Receive only the catheter in poor sample condition. As the catheter was cut. Sample was evaluated and observed the catheter is broke at catheter shaft. The surface was normal in appearance with the presence of typical jagged tearing which results from breakage of the catheter. The tearing looks like the shaft was pulled with external forced that could cause the catheter break. The unit was inspected for the presence of oxidation, acid cuts, abrasions, external cuts or tears that could cause the shaft to break. None of the conditions above were evident on the sample. The breakage did not occur as a result of any manufacturing process related cause. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "do not pull the catheter hard. [The bladder/urethra may be injured.]" The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that on the 5th day of use, the catheter allegedly broke. There was no missing pieces found, and no patient injury reported. Upon in-house observation, it was noted that the shaft of the catheter was torn off at approximately 21cm from the tip. At the point of breakage, the surface was reported as "jagged shaped".

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that on the 5th day of use, the catheter allegedly broke. There was no missing pieces found, and no patient injury reported. Upon in-house observation, it was noted that the shaft of the catheter was torn off at approximately 21cm from the tip. At the point of breakage, the surface was reported as "jagged shaped".